Manufacturer narrative:
Medwatch # 2017233-2019-01270, was sent in error. Since the device implantation was likely related to the guidewire usage and no reintervention occured to treat the dissection, the event it is not reportable to the FDA. Therefore the medwatch (and supplementals) will be retracted.

Event description:
It was reported that on (B)(6) 2019, the patient presented with a thoracoabdominal aortic aneurysm (taaa) class IV that was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore viabahn® vbx balloon expandable endoprostheses that were used as side branch components. During the stenting of the left renal artery a diseased left renal artery and dissection distal to the stent was noted by the physician. This required further stenting with coronary stents (bare metal self expanding stenting (2 stents, integrity rx bms 3.5 mm x 18 mm and 3.5 mm x 9 mm)) and interrogation with ivus. It was possible to tack down the dissection flap and thus preserve the left renal branch. It was stated that it is unknown what caused the dissection of the artery, but it is assumed that it was related to the guidewire usage. The procedure was successfully completed.